Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) patient called technical support (ts) and reported that in dwell 2/3 he began to experience abdominal/kidney pain and needed assistance cancelling treatment. The patient stated a family member would take him to the e.r. Upon disconnecting from pd cycler. While on the phone with ts, the patient stated abdominal pain is an on-going issue and his pd nurse failed to provide him with information that would assist in elevating the pain. The patient was hospitalized from (B)(6) 2013.

Manufacturer narrative:
Medical records have been received and reviewed. The patient was found not to have peritonitis; lab samples were clear with no apparent colony forming units (cfus). The patient has been afebrile since his admission and in fact, his abdominal pain has resolved during hospitalization. The cause of the patient's abdominal/kidney pain was unlikely related to the patient's peritoneal dialysis treatment. A plant investigation is currently on-going. A supplemental report will be submitted at the conclusion.